Event description:
It was reported that a patient with an artificial urinary sphincter (aus) developed a stricture at the cuff site and experienced urinary retention. As a result, the cuff was removed and the system was capped. The stricture was dilated, and implantation of a new cuff was planned for a future procedure. No further complications were reported.

Manufacturer narrative:
Model number/catalog number: 72400024, serial number: n/a, batch/lot number: 1100705400, model/catalog description: balloon fgs 61-70 cm, unique identifier (UDI) #: balloon fgs 61-70 cm. Model number/catalog number: 72404127, serial number: n/a, batch/lot number: 1100699508, model/catalog description: control pump fgs iz, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Urethral stricture and urinary retention are acknowledged within the directions for use (dfu) and are not related to off-label use or failure to follow instructions. A risk review was completed; tissue damage related symptoms and retention related symptoms are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported patient symptoms of urethral stricture and urinary retention are known risks associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.